Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6 MDR section codes updated/corrected: b, c, d, e, f, g the reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6) 208-25-18 - cc tibial insert sz 5, 18mm. (B)(6) 204-04-54 - trapezoid tibial tray sz 5f/4t. (B)(6) 204-34-04 - fluted stem extension 40l x 14 mm. (B)(6) 204-36-08 - stem extension 80l x16 mm. (B)(6) 204-64-05 - tibial augment block 1/2-sz 4 5mm. (B)(6) 204-64-05 - tibial augment block 1/2-sz 4 5mm. (B)(6) 208-01-05 - cc femoral sz 5. (B)(6) 208-05-05 - cc distal fem augment sz 5, 5mm. (B)(6) 208-05-05 - cc distal fem augment sz 5, 5mm. (B)(6) 208-07-05 - cc posterior fem augment sz 5, 5mm. (B)(6) 208-08-05 - cc posterior fem augment sz 5, 10mm. (B)(6) 208-09-05 - cc stem ext adaptor 5 degree. (B)(6) 400-40-11 - flex osteotome-round, me. (B)(6) 400-40-14 - flex osteotome-flat, nar. (B)(6) tpa-18 - cement restrictor small.

Event description:
It was reported that a 70 yo male, initial right kee implanted in (B)(6) 2011, who had a revision procedure in (B)(6) 2023, underwent a 2nd revision procedure in (B)(6) 2024, approximately 8 months post the (B)(6) 2023 procedure due to infection. All implants were removed, and an antibiotic spacer was implanted. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. No explanted devices are available for analysis due to hospital policy. No device images were provided. No further information. The (B)(6) 2023 revision was reported under MDR#1038671-2023-02892.